Event description:
It was reported when using the bd vacutainer® sst ii advance plus blood collection tubes, there were gel air bubbles in the tube. There was no health impact or consequences reported.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 4 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for gel bubbles before use with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual testing and the issue of gel bubbles before use was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel bubbles before use. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.